Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was taken out of service due to impedance issues. A new lead was implanted. It is unknown if this lead was capped or explanted, but an explant date was not provided.